Event description:
Reportedly, the patient was admitted in emergency room on (B)(6) 2020 following a syncopal episode and was found in bradycardia. The pacemaker could not be interrogated because of battery depletion. During the previous follow-up performed on (B)(6) 2019, the estimated residual longevity was 25 months with a battery impedance of 4.65 kohms. The patient passed away on (B)(6) 2020. Preliminary analysis revealed that, based on the provided patient files, normal battery depletion occurred according to hrs guidelines.

Event description:
Reportedly, the patient was admitted in emergency room on (B)(6) 2020 following a syncopal episode and was found in bradycardia. The pacemaker could not be interrogated because of battery depletion. During the previous follow-up performed on (B)(6) 2019, the estimated residual longevity was 25 months with a battery impedance of 4.65 kohms. The patient passed away on (B)(6) 2020. Preliminary analysis revealed that, based on the provided patient files, normal battery depletion occurred according to hrs guidelines.